Event description:
It was reported to medtronic minimed that the customer alleged insulin pump battery decreased faster, received pump error alarm, unable to rewind the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Battery did not lasts for more than 1 week. Insulin pump self-test was performed and completion was confirmed. No harm requiring medical intervention was reported. No product return required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The pump passed the displacement accuracy test at 0.0871 inches. Test p-cap and reservoir locked properly into the reservoir compartment. No unexpected alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specifications. Battery cycle 89.0 received the lowbatteryalert (104) on 03/30/2025 11:59:00 faster than expected at 6.68 days. Battery cycle 88.0 received the lowbatteryalert (104) on 03/23/2025 10:08:00 faster than expected at 6.82 days. Battery cycle 87.0 received the lowbatteryalert (104) on 03/16/2025 14:20:00 after more than 7 days at 7.23 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. No unexpected alarms were noted during testing or in the pump history files and traces on the event date of 31-mar-2025. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked case (battery tube), pillowing keypad overlay, and label damage. Charge/battery lasts less than expected was confirmed. Customer did experience an unexpected power loss of less than 7 days per the pump history records. Possible hardware failure, problem isolated to the electronic assembly. E/a alarm unspecified was not confirmed during testing or in the pump history files and traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on latest information the event involved product(s) mmt-1882. Product return was required for mmt-1882.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary 2. Section d1/d2a/d2b - product material has been changed from mmt-1886 to mmt-1882 and updated brand name, product code and common device name 3. Section d4 - updated model number, catalog number, serial number, lot number and primary UDI number. 4. Section h6 - updated type of investigation, investigation findings, investigation conclusion. 5. Section h11 - updated return status rationale. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.